Event description:
It was reported that both the right ventricular and atrial leads were experiencing oversensing, and there was a question as to whether this was emi (electromagnetic interference). There were several episodes of atrial tachycardia and atrial fibrillation that were caused by noise on the atrial electrogram. The ventricular lead had an isolated decrease in impedance to 200 ohms approximately one year ago. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). No additional information is available at this time.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have a failure code 810:11, due to the air in line printed circuit board being out of calibration. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.this device is a remediated colleague 2006 pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary:the condition of a colleague infusion pump with failure code 810:11 was discovered and confirmed in the pump's event history by a baxter service technician. This condition was caused by the pump's air in line (ail) printed circuit board (pcb) being out of calibration. The ail pcb was calibrated to correct this condition.